Event description:
Allegedly suspected failure taken out of patient.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed. The product was dimensionally inspected and photographic images were made. (B)(4): evidence that product in specification when used.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01024, 01026, 01027.